Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as a red and itchy rash with an open scratch after incorrectly applying the electrode belt gel to the skin. Incorrect use of gel issue addressed with distributor customer support. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. Follow up indicated that the skin irritation improved. Reporting out of an abundance of caution.

Manufacturer narrative:
Not applicable.